Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process, and the issue was successfully resolved as the caller was able to restart their sensor session without further problems.